Event description:
It was reported that the implant at tooth site # 30 (universal) was placed and left to integrate to the bone. The implant was x-rayed and stable. During placement of the crown it was discovered that the implant was stripped internally. The crown could not be placed and the implant had to be removed.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown. Additional 510(k) number is k101880.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s email address is not provided / unknown. Additional 510(k) number is k101880.

Event description:
It was reported that the implant at tooth site # 30 (universal) was placed and left to integrate to the bone. The implant was x-rayed and stable. During placement of the crown it was discovered that the implant was stripped internally. The crown could not be placed and the implant had to be removed.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: the product was returned, and the reported event was confirmed following visual evaluation and drawing review. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Functional testing was not performed since the device was damaged. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.